Manufacturer narrative:
Motion interrupt pan.

Event description:
It was reported by service report that the ac power cord needs replaced. Motion interrupt pan cracked. No pt involvement or adverse consequences are reported.